Event description:
Event [preferred term] (related symptoms if any separated by commas) during use, novofine needle broke off inside the muscle [injury associated with device], novofine needle broke off [needle issue]. Case description: this serious regulatory authority spontaneous case from china was reported via nmpa (national medical products administration), chn by an other health care professional as "during use, novofine needle broke off inside the muscle(needle injury)" beginning on (B)(6) 2025 , "novofine needle broke off (needle broken)" beginning on (B)(6) 2025 and concerned a 85 years old male patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2025 for "diabetes". Patient's height, weight and body mass index (bmi) were not reported dosage regimens: novofine 32g 6 mm: (B)(6) 2025 to not reported. Current condition: diabetes (type and duration not reported) concomitant medications included - novopen (insulin delivery device), insulin. On (B)(6) 2025 patient came to the hospital for treatment of diabetes at 8:45. The doctor's examination showed: t (body temperature) 36.5 degree celsius, bp (blood pressure measurement) 120/58 mmhg, p (heart rate) 66 bpm, r (respiratory rate) 16 bpm. The patient reported having been on insulin injections and came to the hospital to obtain disposable insulin needles. At 8:55 am in the infusion hall, the patient self-injected insulin using a disposable sterile pen needle. During use, the needle broke off inside the muscle. The nurse immediately removed the remaining part and replaced it with a new disposable sterile pen needle, completing the insulin injection. Degree of injury: serious injury. It could not be determined, if it was either because of product quality or because of patient manipulation. Batch number of novofine 32g 6 mm: rs7b02y-1; action taken to novofine 32g 6 mm was not reported. The outcome for the event "during use, novofine needle broke off inside the muscle (needle injury)" was not reported. The outcome for the event "novofine needle broke off (needle broken)" was not reported. Reporter's causality (novofine 32g 6 mm) - during use, novofine needle broke off inside the muscle (needle injury): unknown novofine needle broke off (needle broken): unknown . Company's causality (novofine 32g 6 mm) - during use, novofine needle broke off inside the muscle(needle injury) : possible novofine needle broke off (needle broken) : possible . The reporter refused further follow-up. No additional information was available. References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: nmpa (national medical products administration), chn.

Event description:
Case description: investigation results name: novofine 32g etw tip 0.23/0.256mm, batch number: rs7b02y-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed.no abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission the case has been updated with the following investigation results updated device tab: is non-reportable and malfunction field updated to no EU/ca tab: final report check box ticked, expected date of follow up report removed and further investigations updated device addendum tab: annex b c d g codes updated narrative updated accordingly final manufacturer comment: 27-jan-2026: the suspected device novofine 32g or other needle from same batch has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of events, route of administration being subcutaneous, the reported needle injury could be attributed incorrect product handling. H3 continued: evaluation summary name: novofine 32g etw tip 0.23/0.256mm, batch number: rs7b02y-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed.no abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.